Event description:
It was reported that a patient underwent an unknown procedure on an unknown date suture was used. There was consecutive breakage of suture thread 4-5 times in ot. The surgery was delayed due to the reported event. Another suture was used after the event occurred. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please clarify if there were consequences for the patient. - how long was the delay? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - was there any change in the patient¿s post-operative care due to the prolonged procedure? - initial report mention two devices, please clarify how many devices was used on this single procedure this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: did 4-5 vicryl sutures break during this one patient procedure ((B)(4))? Yes. Did 4-5 additional mersilk sutures break during the one patient procedure reported under (B)(4)? Yes. The following information was requested: the additional information indicates 4-5 mersilk suture breakages during the procedure. The product code for mersilk suture is unknown, please provide the product code. Is product returning for the unknown mersilk suture? H3 investigational summary: the product was returned to ethicon for evaluation. One open sample was returned for analysis. During the visual inspection of the returned sample, the suture has begun with the degradation process; this caused the suture to be broken. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.